Event description:
It was reported by the patient that they had the pacemaker implanted two days ago and now is feeling dizziness and lightheadedness similar to the symptoms they had before the implant. The device was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).